Manufacturer narrative:
One sample from patient 2 was submitted for investigation and the customer's result by the roche method was confirmed. Information was clarified that the physician had stated the result by the clia method was more consistent with clinical profile of the patient.

Manufacturer narrative:
Additional information was provided that the physician did not agree with the results from beckman coulter (clia method).

Manufacturer narrative:
A specific root cause could not be determined as insufficient sample material remained for further investigation. A general reagent issue was not suspected based on the qc data and the fact that the customer's result was confirmed.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys cortisol ii results for three patient samples compared to the results from a beckman coulter (clia method). The samples were retested by the other method as the initial results did not match the clinical condition of the patients. Patient 1: the initial result on (B)(6) 2017 was 31.19 ug/dl. The result by clia on (B)(6) 2017 was 20.5 ug/dl. The repeat result by the roche method in another laboratory was 33.66 ug/dl. Patient 2: (female, (B)(6)): the initial result on (B)(6) 2017 was 28.01 ug/dl. The result by clia on (B)(6) 2017 was 11.1 ug/dl. The repeat result by the roche method in another laboratory was 29.58 ug/dl. Patient 3: (female, (B)(6)): the initial result on (B)(6) 2017 was 33.21 ug/dl. The result by clia on (B)(6) 2017 was 24.2 ug/dl. The repeat result by the roche method in another laboratory was 38.25 ug/dl. The results by the roche method were released out of laboratory to the physician. There was no allegation of an adverse event. The customer used cobas 6000 serial number (B)(4).